Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the arm between 1 and 4 hours, the site was painful, bruised, an abscess with pus was formed and the blood glucose (bg) levels rose up to 300 mg/dl. The patient visited the doctor, who prescribed a cream (betaisodona) to apply on the affected area.